Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level (bg) was 386 mg/dl with moderate ketones. Reportedly, customer went to the emergency room where they received intravenous fluids of saline and insulin. Customer was released from the emergency room the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. However, a different issue was identified.